Manufacturer narrative:
E1 initial reporter address: (B)(6). The device was received for evaluation. Visual inspection observed a corroded battery contact not making proper contact with the pump pins. The battery module was returned with the pump thus the event history log of the pump was reviewed for this event. The user reported that the event occurred on (B)(6) 2024 at 5:20 am, however the history log revealed that the pump was powered off by the user at 01:59. The history log revealed that an "improper shutdown!" Message occurred at 00:56 on (B)(6) 2024 during an infusion of levophed, indicating that power to the pump was lost. A "battery alert!" Occurred during initial programming of the infusion and was confirmed by the user. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as evidenced by the corroded battery contact as a result of fluid. The module was found irreparable and requires replacement with a new one. Per the spectrum operator's manual, a battery alert "displays when the battery module will not charge. In order to prevent interruption to the infusion, do not unplug the ac power adaptor from the pump." The spectrum operator's manual lists the following warning: "confirm safe operation never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced. Always confirm safe, accurate pump operation by: periodically checking battery status and replace if necessary." Proper cleaning instruction for the pump and battery module can be found within the spectrum operator's manual. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was in use with the infusion pump that was administering levophed (at a rate of 56ml/hr) to a patient in the intensive care unit at the same time the hospital was testing power generators. The pump was connected to the electrical receptacle (red one) and turned off without user input. It was noted the battery was showing as fully charged and the pump did not alarm before shutting down. The pump was replaced with another to continue treatment (a delay of 6 minutes was reported). At 7:02 am it was informed that the patient suffered cardiac arrest. It was further reported that the patient had died on the same date of the event after a second cardiopulmonary arrest at 7:59 am. No further information was available at the time of this report.